Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The bent cannula caused blockage that prevented medication delivery. The issue was observed after one day of use. No further information available